Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3389s-40, lot# va18dj6, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that there was lead damage from the lead cap during the procedure. Following the implant, an impedance test was performed and resulted in impedance values of greater than 40,000 ohms on electrode 3. There was no known impact or consequence to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.